Event description:
The catheter migrated out from the intrathecal space. It was explanted and replaced and not returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.